Manufacturer narrative:
A review of the device history record was performed which confirmed no inconsistencies. Complaint of shorting out could not be reproduced. Product passed functional testing during 12 hour burn-in with no signal loss or shorting out. Video image remained constant throughout burn-in. All functions perform as expected. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the functional testing process.

Manufacturer narrative:
(B)(6). No evaluation conducted to date, awaiting receipt of device.

Event description:
It was reported that the device doesn't work; it short circuited. No injuries, no delay, or complications were reported. Event is being reported due to potential for loss of visualization as this occured during a procedure.